Event description:
The pt presented with stenotic lesion in the brachial / axillary artery. A 5x5 viabahn device was advanced bareback to the target site and positioned. When the physician pulled on the deployment line for deployment of the device, the device partially deployed and suddenly the deployment process halted. The physician cut the proximal end of the catheter and inserted an introducer sheath over the catheter to the point where the deployment of the endoprosthesis had stopped and removed the device together with the sheath. The procedure was completed implanting another viabahn device without any adverse outcome for the pt.

Manufacturer narrative:
The investigation into this event is currently in process, not completed at this time. A review of the mfg records was conducted. The review of the mfg records verified that the lot was processed normally and all pre-release specifications were met.